Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's reported a memory corruption alarm with their personal diabetes manager, which lead to pod removal. The following morning patient experienced blood glucose levels in the 300's (mg/dl) and rose to 580 mg/dl. The patient was treated at the ER with insulin and intravenous fluids, and was released.